Manufacturer narrative:
No conclusion can be made. Based on the information provided we are unable to determine to what extent, if any, the bard/davol perfix plug (device 1) may have caused or contributed to the events as alleged. A lot number has not been provided, therefore we are unable to conduct a review of the manufacturing records. The information is limited at this time and medical records have not been provided. As alleged the patient was implanted with two bard devices, however the patient is only making a claim for an adverse patient outcome against the bard/davol perfix plug (device 1). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2008, the patient underwent surgery and was implanted with an unspecified bard/davol perfix plug (device 1) and an unspecified bard/davol soft mesh (device 2). As reported, the patient is only making a claim for an adverse patient outcome against the perfix plug (device 1). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient".